Event description:
It was reported that the lock is not working properly. There was unknown patient involvement and unknown harm/adverse event was reported. Analysis of the device found that the latch flex sensor was faulty.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection found the lens was scratched. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the reported issue. The investigation determined the cause of the problem was due to a faulty latch flex sensor. The latch flex sensor and latch lock assembly was replaced.